Event description:
Procedure type: lap hernia repair. According to the reporter: the first balloon did not inflate and the second balloon would not deflate. The surgeon punctured the balloon to deflate and remove from the pt. There was no report of pieces falling into the cavity or impacting the pt. Surgery was extended 30 mins. No pt injury was reported.

Manufacturer narrative:
.